Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device was articulated for the second firing. The device cut and stapled, however, at the fourth stroke the knife blade would not come back even after pressing the knife return switch. The device would not de-articulate back to the straight position. An energy device was used to cut along the tissue and the device. The device was extracted in the articulated position with the trocar. Then the trocar and device were replaced to complete the procedure. There a little bleeding that was controlled with flow seal and fibril and no tissue damage. No adverse consequences reported.

Event description:
Information received indicates the communication cable is cut and wiring is exposed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.